Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2012) is considered to be a best estimate. This MDR represents the bard/davol flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿previous infraumbilical vertical scar was reopened. A large hernia with small bowel hernia was identified and reduced. A bard flat mesh (device 1) was placed over the completed closure of fascia and tacked with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralight st mesh (device 2). Per op notes, ¿incision was made above the umbilicus and reopened the prior incision. The overlay mesh (device 1) was intact. A ventralight st mesh (device 2) was placed as an underlay and secured with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with incisional hernia thereby underwent robotic assisted repair with excision of ventralight st (device 2) and implant of synthetic mesh. Per op notes, ¿previous sublay mesh (device 2) was identified with large amount of adhesions and scar tissue which was dissected free. A ventralight st (device 2) was excised. The onlay mesh (device 1) was left in place. A synthetic mesh was placed into the peritoneal cavity and lay flat and tension free.¿